Event description:
The customer reported that the system displayed a joystick error.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep ordered a new rui for customer to replace. The customer replaced the rui and the unit is working as it should.